Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a loss of therapy. There were no falls or trauma related to this event. The patient had an epidural above their in (B)(6) 2015 for their sciatic nerve. Imaging was performed before the epidural. Starting about 2 weeks prior to (B)(6) 2015 the patient started having pain in their right hip and burning down the back of their leg. The pain and burning was around their stimulator. The stimulator was on the right side and the patient could only lay on their left side. The patient was indicated for complex regional pain syndrome type ii. Additional information reported that the patient always complains about the pain. It was reported that the patient had spoken to a manufacturer representative (rep) that they want it out. The patient's doctor told them to have their rep check it. It was reported that the patient needs to have their implant checked. Their doctor told them that they can't check it and that a rep would have to address the issue. The patient last checked their device with a manufacturer representative. The patient still had been having burning down their right hip and down their right leg. The patient wanted to know if "something" was the problem, however the "something" was illegible. The patient reported that this was serious. Additional information received from the consumer reported that stimulation was turned off for 5-6 years due to the issue she was experiencing again. The patient stated that the issue of the pain resolved but she still had itching and burning at the implant site even when the device was turned off for 5-6 years. The patient noted that she did not want to bother with the implant so she did not use if for the last 5-6 years up until a month ago. The patient reported that when she turned the implant on she could hardly walk on her right leg and the implant site on the left cheek was burning from the implant site down to the right leg and down. There was itching in that area and the pain seemed to be spreading and when the implant was turned off the pain went away. There were no falls or traumas reported and the change in therapy or symptoms were considered sudden. The patient noted that it was getting hot so she turned it off and never used it again until her rsd in her legs was bothering her recently. The patient had turned it on about a month prior and the problem arose again and she was currently at the hospital. It was noted that even when it was off there was itching and burning and the patient had not seen a healthcare provider to have the implant checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient met with the manufacturer representative at the clinic and they "did something to it like opening up a valve or replacing a valve or something like that." The patient stated that she did not understand what representative meant and she talked to her neurologist about it and he said there was no such thing as a valve. The patient stated that this doesn't matter and she was just calling in to complain. The patient stated the device has caused her to have to take work off and it is causing leg pain from her hip down to her knee and tingling, rotating and burning. The patient reported that the hip/leg pain started in 2008 about a year after implant. The patient stated that she cannot turn the device on because it hurt her right leg so bad she can hardly walk and it hurts worse when she turns it on. The patient reported that when she is laying down the pain is excruciating. The patient said she has had the device for a long time and, after all this time she's had the battery, it still works but it doesn't help her as it bothers her when she walks. The patient cannot work and is only working 3 hours a day. The patient wants the device out. The patient had x-rays of the device prior to removal to see if the hip needed to be replaced and to see if it was the patient¿s hip causing the problem. The x-rays came back showing that the patient doesn't need the hip replacement. The patient stated it is the battery in her butt causing the pain and it is not her hip. The patient ended up not using the device because it caused her pain. The patient called a number on the device box in "(B)(6)" and she told them she was having problems with the device. The patient stated they told her they could see it and that it was still in good condition and stuff like that, so the patient tried it on again but she could not "walk on it". The patient stated that now her healthcare provider (hcp) was just checking her blood and going through a series of tests to make sure everything was ok before she gets the device explanted. The patient was redirected to their hcp. The patient also stated that she was told that the implant was a "life time battery" but she was lied to. Primary cell device longevity information was reviewed with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the symptoms got worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was removed. The patient reported that her pain from the neurodilation system was causing conesdsary pain. The patient reported that she found out why it was removed. The patient reported that a manufacturer¿s representative (rep) tried to fix it and before she got home she had to stop on the side of the road and turn off the stimulator (ins). The patient reported that by doing her own research, she found out that the spinal cord stimulator (scs) was a recall and before the rep she complained numerous times to the rep. The patient reported that she had it removed and she felt her insurance shouldn¿t have had to pay for the surgery. The patient reported that there was 3 times the rep could have told her the reason she was having problems with the scs was because it was a defective scs recall. The patient later reported that she still had the ins. No further complications were reported.